Manufacturer narrative:
(B)(4). Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and a vertical gas breakthrough occurred in right eye. It was localized to 1mm area. A slit lamp and amicroscope examination confirmed it. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of mild foreign body sensation. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2021.